Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during use of an ev1000 monitor and databox, not all of the patient parameters were displayed. The patient parameters that were displayed were perceived to be inaccurate. The databox was exchanged for another and the issue was solved. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.

Manufacturer narrative:
The monitor was manufactured august 01, 2011 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. Evaluation of the returned monitor could not confirm the customer¿s complaint. Incorrect patient information was entered into the monitor and this resulted in invalid data being displayed on the monitor. Evaluation testing supports that the monitor functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.